Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 514 mg/dl. The customer¿s current blood glucose was 542 mg/dl. The customer treated high blood glucose with manual injections. The customer experienced symptoms like nausea. The drive support cap was normal. Assisted customer in performing high pressure test. The insulin pump passed the high pressure test. The product was not returned for analysis.